Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when on the stomach transection on the second firing, there was reinforcement material used in conjunction with the stapling device, the third reload was unable to be fitted to the device. The device had been fired successfully twice before the issue occurred. Another reload and device were opened to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.